Manufacturer narrative:
(B)(4). Unique identifier (B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon performed a right, medial oxford partial knee arthroplasty. Post-operatively, an error was discovered by the sales representative (stickers/labels provided by the nursing staff were reviewed). Instead of a right size medium meniscal bearing 3mm being implanted, a right size small meniscal bearing 3mm ¿ was opened and implanted. As of current date, there is no identifiable negative impact to the patient. It was stated tha the surgeon advised the patient and a planned surgery will occur to amend and replace the product.

Manufacturer narrative:
(B)(4). A technical evaluation of the label has been requested from the complaints engineer, who has confirmed that the label of the implanted product was correct at the time of manufacture. In this event the hospital received the old labelling formatted stock. Labelling has since moved to a corporate format controlled by the corporate labelling team. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. A review of the complaint database over the last 3 years has found no similar complaints reported with this item family. The investigation has confirmed that there were no issues related to the labelling of the product. The label was printed to design specifications at the time of manufacture. The cause of the reported event was use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.